Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosisadditional text: pump stoppedspecific component(s) involved: other component malfunction, specifyadditional text:other component: pump stoppedcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : pump disconnectedimplant device type: lvadmalfunction device type: